Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead was an attempted implant. During the procedure, the lead was repositioned several times to obtain optimal electrical measurements, until the helix was unable to be retracted again. The patient had multiple abandoned leads in the vessel, which affected the operation of the lead. As result, the lead was removed/replaced prior to pocket closure. No adverse patient effects were reported.